Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose was going low and then high. Customer's blood glucose was 27 mg/dl and 400 mg/dl. Customer was not sure what was causing blood glucose to fluctuate. Customer believed that insulin pump may have been dropped. Alarm history showed weak battery alarm, bad battery alarm, and failed battery test alarm. Customer declined troubleshooting for alarms. Call was dropped and customer called back.